Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, august 01, 2023, was chosen as the best estimate based on the event description (B)(6) 2023. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on unknown date on august. During a colonoscopy was discovered a potential rectum perforation, it was noted that the mucosa was intact. The patient was reported asymptomatic and stable at the time of this report.